Manufacturer narrative:
A ge service representative performed an on site investigation. A pushed pin on the high voltage cable, which may have contributed to the problem, was discovered and repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 c-arm reinitializes without command. The system is still in operation. There was no adverse patient involvement reported. There was no patient information reported.